Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 gn test kit (reference 21341). The customer reported a misidentification of salmonella typhimurium (group b) as serratia fonticola. The strain was sent to another laboratory to verify the results. The result from institute of epidemiology was salmonella typhimurium (serology). Culture media (private lab, v2c): salmonella shigella agar (oxoid), agar macconkey (biorad). The strain is not available for further testing. The customer also reported "exotic strains". For examples, vitek®2 identified rhizobium radiobacter from throat, sphingomonas paucimobilis from urinogenital swab. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of the misidentification of salmonella typhimurium (group b) as serratia fonticola associated with vitek® 2 gn ID test kit (reference 21341). The strain was identified at a reference lab as salmonella typhimurium by serological typing. An internal biomérieux investigation was performed. The customer strain was not submitted for evaluation. The patient isolate had been collected from a rectal swab. Plates were incubated for 24 hours at 35°c.the customer performed testing from mueller hinton agar , which is not a validated media for the gn ID card. Use of non-recommended media may result in reactions which are not supported by the gn knowledge base. One lab report was received from the customer. It had a very good identification of serratia fonticola with two atypical positive reactions (bgal , sac) for an identification of salmonella typhimurium according to the gn knowledge base. An increased number of atypical reactions can indicate contamination, user set up error, or an atypical strain. Without the strain or raw data it is not possible to further evaluate the cause of the misidentification. Vitek 2 gn ID lot # 2410312403 met final qc release criteria. This lot passed qc performance testing.